Event description:
During a cardiac angiogplasty on a pt, the account reported that the seal on the hemostasis introducer valve was loose causing it to leak and take in air. During a subsequent converstion, the complainant indicated that no air was injected into the pt.